Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 02:07:57. During night drain cycle four, the patient's ultrafiltration reading was 1221ml, indicating the home patient (hp) drained 1221ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.